Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with loss of capture and loss of sensing from their atrial lead. The lead was found to be dislodged. Lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.